Event description:
It was reported that during implant procedure, the lead insulation appeared to be "buckled" after the initial implant attempt of the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed, and no anomalies were found, however blood was noted on the distal electrode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.